Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to noise and oversensing. The device battery was noted to be at 44%, and the entire system was extracted and replaced with a new system. The explanted device and leads will be returned for evaluation. No additional adverse patient effects were reported.